Manufacturer narrative:
(B)(4). If the device becomes available a follow-up MDR will be sent in.

Event description:
Damaged product customer claims black stuff is coming off of the instrument.  They had their sharpen/repair vendor check them and after less than 10 uses the black stuff is on them again.: additional information received from the customer on (B)(6) 2013. It was reported that during a tapvr (total anomalous pulmonary venous return) procedure, the "black stuff" was found on the inserts of the needle holders and that a flake of metal fell inside of the patient's heart. The doctor had to irrigate it until they were out and could not see anymore. The procedure was completed as planned.

Manufacturer narrative:
(B)(4) one (1) 32-0431 device was returned for evaluation for the claim of black stuff coming off the instrument. The device had a date code of d12, which was confirmed to be manufactured october 19, 2012 under lot# 849524. The device was evaluated by the quality engineer, manufacturing engineer, and the lead repair tech. Visual observations did not confirm the reported issue. The device exhibited an excess amount of wear but no presence of any ¿black stuff¿ coming off of the instrument. The device was observed before and after the decontamination process and there was no observation of ¿black stuff¿ noted. The device was further examined under the microscope by the manufacturing engineer and quality engineer. This examination also confirmed the excessive amounts of wear around the inserts of the device. In addition, we compared the device to a quality control sample. The subject device did compare with the quality control sample with the exception of the excessive wear to the inserts of the device. The customer had their sharpen/repair vendor check them as well, and stated that after 10 uses the ¿black stuff¿ was on them again. Carefusion is unaware of who the sharpen/repair vendor is or if they are qualified to repair these devices. The most probable cause is cleaning with a higher ph than usual solution which can cause oxidation of the device during the sterilization process, resulting in premature wear to the device. The device appears to be poorly maintained.